Event description:
An device was implanted on 6/21/91. The cylinders were revised on 5/24/96. Info received on 12/9/96, indicates a revision surgery was performed in 8/86, day and reason not indicated. On 12/2/96, a revision surgery was performed, due to inadequate fluid in system, to add add'l fluid to device. No components were removed or replaced. Co has requested add'l info.